Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One heal collar 4.5x5.5, 3mm (hc453) and one heal collar 4.5x5.5, 5mm (hc455) were returned for investigation. Visual evaluation of the as returned products identified some signs of use and but no apparent malfunction identified. Functional testing to recreate the reported event could be performed by using in-house compatible implant and the healing collars threaded as intended. Device history record (DHR) review was completed for the subject lot number 63542002 and 63560494. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (63542002 and 63560494) was performed for similar events using keyword does not seat and no other similar complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided.

Event description:
The doctor reported that the two heal collars does not screw. No injury to patient, and no need for surgical intervention.